Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. At time of MDR filing, no patient information was available. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit shutdown while transporting a patient from trauma room to ICU due to a battery issue. There was no patient injury reported.

Manufacturer narrative:
Block a: no patient information provided after calls to customer (B)(6) 2020, (B)(6) 2020, (B)(6)2020 requesting patient information. The battery was recharged to resolve the issue and the unit has been returned to service.